Event description:
(B)(6) 2012: bed is stuck in trendelenburg position. The customer observed a collision with monitor/park arm message and can not tilt the table. (B)(6) 2012, product monitoring has made multiple attempts to obtain information regarding patient involvement, procedure type, and possible injury. As of (B)(6) 2012 no response by the customer has been received.

Manufacturer narrative:
Covidien technical support determined the operator could not move table because the operator had caused a collision, resulting in a collision error message. Technical support provided instruction to the operator on how to remove the obstacle and clear the collision message to again allow table movement. This is a safety feature to prevent damage to table/accessories from collisions. Collision was cleared and the table was able to move. There was no defect or malfunction of the system. System returned to full service by customer.